Event description:
It was reported patient underwent comprehensive reverse shoulder procedure on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due fractured taper of the reverse humeral tray. It was reported that patient was attempting to start a lawn mower.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."